Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "foreign material in the nozzle " was caused by reprocessing was deviated from the instruction manual. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign matter in nozzle. There were no reports of patient involvement.